Manufacturer narrative:
The manufacturer is in the process to obatain back the device for testing. Device not yet returned.

Event description:
The manufacturer was notified on 09 mar 2016 that a perceval valve, at echo the valve showed a central leak, the surgeon explanted it and implanted an sutureless biological valve (different manufacturer) but the implant was not satisfactory . The valve was replaced with a stented valve. First ecc time (perceval implant) 59 min, first xclamp time 36 min; second ecc time 59 min, second xclamp time 50 min.